Manufacturer narrative:
The customer had originally indicated that the pump might be returned to abbott for testing. However, the device has not been returned for failure analysis. The device history has been reviewed with the observation that the device was released as a new device and successfully passed all tests at the time of release. Note: frequency of death or serious injury reports for code 102 (overdelivery) for lifecare plum products is approx 9.15/million sets.

Event description:
Overdelivery of heparin reported. The pump was set up at 3pm to infuse heparin 20,000units/500ml d5w at 22.5 ml/hr. At 4pm a nurse reports that the bag was empty. The pt was transferred to ICU for observation. Physical exam noted mild bleeding from both lips manifested as spotting on a handkerchief. No adverse sequelae were reported.